Event description:
The customer reported that this defibrillator would not pass operational checks. The device "freezes" and a "service required" message was given.

Manufacturer narrative:
The customer reported that this defibrillator would not pass operational checks. The device "freezes" and a "service required" message was given. Philips evaluated the device and was able to duplicate the reported symptom. The processor pca was replaced which resolved the issue.